Event description:
It was reported that during a splenectomy procedure, the clip was formed tear drop-shaped. Another device was used to complete the case. When a nurse fired the device outside the patient, the clip was formed properly. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Double feed. Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. The device was tested for functionality and it fired two clips conforming and one double feed. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.